Manufacturer narrative:
The explanted intraocular lens (iol) was returned to the manufacturing facility for investigation. The visual examination revealed that the lens was in two (2) pieces. The lens had residuals (debris/particles) compatible with handling the lens. Residue of hardened viscoelastic were observed. The returned lens did not meet visual inspection specifications. The lens condition is most probably due to the explant process. The condition of the returned lens was consistent with an explanted lens. There was no indication that the reported complaint was related to the manufacturing process. The manufacturing records for the returned lens were reviewed. The manufacturing processes records were evaluated and the lenses were manufactured within specification requirements. There were no associated deviations, or non conformity reports that would affect the product or functionality. The lenses were released according to specification in compliance with the product intended use as required. No material or process changes were present. The lens was manufactured according to established specifications and procedures. The direction for use (dfu) advices the physician to be cautious. Prior to implanting, examine the lens package for proper lens model, dioptric power, and expiration date and precautions. Prior to surgery, the surgeon must inform prospective patients of the possible risks and benefits associated with the use of this device. The review confirmed the product was manufactured according to specifications. The reported complaint was not verified and was not manufacturing related. No deficiencies or deviations were encountered for this lens and no manufacturing related issues were identified. Product complies with release and usage specifications. The product had no deficiencies and no malfunctions were identified. The lens met specification prior to release. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4) all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted. There was no incision enlargement, no vitrectomy or patient injury reported. The patient was reported as doing well. It was clarified that the patient's prescription was changed in the doctor's office and the doctor noticed the change while the patient was in recovery. The patient was brought back and the lens was explanted in a second surgery that same day.